Manufacturer narrative:
A correction to the initial MDR is being filed because the incident date of (B)(6) 2016 was inadvertently not included when the initial reported was submitted. Date of event: (B)(6) 2016. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Corrected data: MDR follow up #1 should have included the following information which was known but inadvertently not provided. The following sections have been updated accordingly: in follow up, the ophthalmologist reported the surgery went well, no patient injury was reported. Gender/sex: female. Catalog #: pcb0000230. Serial number: (B)(4). Expiration date: 03/04/2018. (B)(6). Device manufacture date: 03/04/2015. (B)(4). Device evaluation: the intraocular lens was not returned to the manufacturing facility for investigation; therefore, the customer's reported event could not be verified. Manufacturing record review: a review of the manufacturing records was performed. The manufacturing production order was evaluated and the devices were manufactured within specifications. The units were released according to specification. The review did not identify a non-conformance report (ncr) that was associated with the reported customer's complaint in this production order. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the intraocular lens. Based on the manufacturing records, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a surgeon had a plunger issue when using the preloaded insertion system, model pcb00. The step when the plunger was to be screwed was not working properly and the lens was half out of the cartridge tip at the second hatch mark. When the surgeon pushed the lens out, the capsule tore. The surgeon used another lens (no info). No additional information was provided.